Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.

Event description:
Received info stating that customer received an altitude alarm while sleeping with the pump under the blanket. Reportedly, there was no impact to the customer's blood glucose level.